Event description:
Implant lost following partial placement into maxillary sinus, attending chronic sinus infection, peri-implant bone loss, attempted bone grafting procedure, and eventual loss of implant.